Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the log file. The submitted log file spanned approximately 40 days (20jan2020 to 1mar2020 per the timestamp). While the device was on the mpu, atypical no external power events were active on 25jan2020 at 17:28:34, 17:29:16, and 17:32:13 due to rsoc voltage diminishing to ~3-5v. The alarm cleared on its own shortly after. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable event was observed. The mpu was not returned for analysis. Multiple attempts were made to request additional information; however, no response was provided. The root cause of the reported event cannot be determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (doc. #100168999 rev a) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (doc. #10006136, rev. B) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a low flow alarm over the weekend (B)(6) 2020. He was sleeping during and did not wake. Patient was asymptomatic, vital signs were within normal limits. The log file analysis showed that there were no external power alarms. The first one occurred while attached to the mobile power unit (mpu). This looked to be either the mpu power cord came loose from the wall outlet or there was a loss of power to the home. The others occurred while attached to batteries, these looked to be an issue with the battery clips.